Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer's nurse reported via phone call, the insulin pump had alarmed button error. The customer's blood glucose was 146 mg/dl. Customer's nurse was advised to revert to back up plan and discontinue use of the device. The device is not returning for analysis.